Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the distal end cover glass. In addition, the following reportable malfunction was identified during the device evaluation: indentations on the outer tube, most probable caused by a component failure of the outer tube; insertion part and the universal cord connector are severely corroded and cannot be disassembled, most probable caused by component failure of the connection part (tube/universal cord). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a broken lens. The issue was found during reprocessing. There were no reports of patient involvement.